Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a spider fx embolic protection device for revascularization and angioplasty in a patient with left subclavian artery occlusion. There were no anatomical abnormalities reported. Tip detachment during the procedure was reported. During the procedure, the device was placed in the left vertebral artery to prevent distal embolism before dilating the subclavian artery. Upon confirmation imaging, the distal tip of the device was found to be damaged and had detached distally from the left subclavian artery. The filter of the device and detached/damaged tip were retrieved using a stent retriever from the blood vessels in the upper arm. After retrieval, it was confirmed that there were no changes in the patient's condition, and the procedure was considered completed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.